Manufacturer narrative:
Investigation summary: bd received six photos for investigation. The photos show a tube with its stopper stuck inside, and who's stopper had been separated from its shield. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: closure separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum, closure separation between the stopper and the cap occurred with three tubes while on the analyzer. No adverse impact was reported regarding the patient or user.